Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the small grasping retractor instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument was being used and while releasing the organ, the wire snapped. At that moment the wire was visible and exposed. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: unfortunately, initial reporter could not provide more information than what was already provided. The staff gave all the possible information.

Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.